Event description:
Patient was placed on arctic sun cooling device after cardiac arrest on (B)(6) 2016. Our arctic sun device has an error, we borrowed a device from 3 north. Skin was checked per policy and it was found that patient had 2 small intact blisters on abdomen. Fourth reported incident.